Event description:
It was reported that the ipg was unable to be set to MRI mode. Impedances were checked and 2 contacts on the lead showed an impedance of 0 ohms. As a result, surgical intervention took place on (B)(6) 2019 during which the lead was tested and still showed impedance of 0 ohms on 2 contacts. Post-operatively, ipg is still unable to be set to MRI mode.